Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 31jul2020.

Event description:
The biomed is reporting the v60 ground resistance portion of the electrical safety test is failing. The biomed is reporting the problem was discovered during v60 performance verification testing. The customer reported that the unit was not in use on the patient. The customer contacted product support and reported that he has attempted to swap power cords, ac outlets, and tightened all internal connections, but the unit is still failing. The customer is requesting philips bench repair. The product support provided customer bench repair form and advised on instructions to send back.

Manufacturer narrative:
G4: 30oct2020 b4: (B)(6) 2020. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. The complaint service history record was reviewed and no repair information was found. No parts were returned for failure investigation, therefore the root cause of the reported issue could not be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.